Event description:
Hcp reported patient presented with infection in 2004. Symptoms included redness, drainage and pain. The primary location of the infections was the lead track. Cultures were obtained but the type of organism is unknown (hcp reported the patient did not have meningitis). The patient had xrays and CT scan which were negative. The pt was treated with both IV and oral antibiotics and the total device system was explanted. Hcp reported the infection resolved but the patient continues to have discomfort along extension area. The device was explanted but not returned to the manufacturer for analysis.